Event description:
It was reported that the pta balloon dilatation catheter was difficult to deflate and become lodged in the 6f introducer sheath during removal. Both were removed simultaneously from the patient. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the first complaint reported for this lot number. The complaint sample has been returned and the evaluation is currently underway.